Event description:
Spontaneous: clinical nurse specialist from md office reports, "the cartridges she received for ms3 pump are near1y impossible to use as the plunger is difficult to pull. I have never seen this problem before. Could you please send her new cartridges for her ms3 pump?" New cartridges were sent to the patient for arrival today. Cns did not indicate if the patient missed any doses of medication or if she experienced an adverse event as a result from the defective device. No lot number. Date was provided by the nurse did email the nurse to follow up on this. Unsure if the patient still has the defective cartridges I sent email to nurse to follow up on this as well. No further information is available. Reported to (B)(6) by: health professional.